Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred across multiple cartridges while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was ranged from 150 to 200 mg/dl. Reportedly, the customer reverted to using manual injections for insulin therapy.